Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was blank and not functioning, although the scanner light was on, and the customer confirmed that the station was still connected to a power source. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that medication application was up and running. Further the logs indicated network communication issue caused the application to fail however the issue seemed to be resolved later. The system functioned as intended after the technical support specialist assessed the device.